Event description:
The haptic kinked during the insertion of the lens into the patient's eye. Anotehr lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01287 for intraocular lens used with this delivery device.